Event description:
During insertion, the anchor broke because the patient's bone was very hard. It was necessary to place a titanium anchor. Broken anchor was removed.

Manufacturer narrative:
The delivery portion of the device was returned without the anchor. The distal portion of the inserter was examined and no anomalies were observed. No information related to hole prep or was provided. The complaint did state that the patient's bone was very hard. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Based on these findings, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).